Event description:
We received an adverse event report via the (B)(6) that was authored by the user facility. The report details a problem with an "atlantech revolution dual pump" distributed by (B)(4). This device was manufactured by fms until sometime in 2006, and is ce licensed by fms, the manufacturer. The report states that during an arthroscopic shoulder repair (date undefined), that within 5 minutes of the start of the procedure, the device started to "make loud noises"; the surgeon ordered that the device be shut off as 2 liters of fluid had entered the patient's body / joint space, which caused the shoulder to become overinflated and also what appears to be "extravasations" to the chest and tracheal area; they report "increased pressure to the chest and tracheal shift". At this point, the procedure was abandoned. The patient was kept overnight for observation and treated with antibiotics. The patient underwent a successful re-surgery for remedy on (B)(6) 2010 and is reported to be doing fine. To date this is all of the information available; there are questions out for further information and detail.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.